Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, some led segments do not illuminate. The readings are difficult to read and values can be misinterpreted due to led anomaly. The system board was found to be defective. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the bottom-middle and bottom-right 7-segment displays are not functioning properly. Customer states that "co" letters are not clearly legible and are not one solid color. There was no known impact or consequence to patient.